Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was received inside its original packaging and jar filled with clear unknown solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and appeared intact. Coaptation: all leaflets were in the closed position. Commissures: all commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use (IFU). Upon loading, both frame paddles appeared seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve; no visual or tactile anomalies were noted. To simulate the reported event, the valve was deployed in a warm saline bath. The deployment knob was rotated to expose the valve. The valve continued to be deployed up to the point of no recapture; no anomalies were noted. The valve was fully deployed and appeared to exhibit a complete dilation; no anomalies were observed. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the one static image containing two images were provided for review. No patient summary is provided for anatomical review. The prior surgical valve can be viewed in the images. The valve load inspection imaging was not provided for review. The imaging of the three deployment attempts was not provided. The imaging is only able to confirm a deep position of the medtronic transcatheter bioprosthetic valve. Without patient case plans for review or angiographic images, a root cause for the incomplete expansion cannot be determined, and we are unable to determine if there were any patient anatomy issues that may have prevented the valve from fully expanding once deployed, per the IFU, "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." The returned valve analysis found no unusual characteristics or damage to the valve, and the valve expanded without issues during the valve deployment simulations. This event does not indicate device misuse. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a non-medtronic valve, the valve was deployed three times however the valve appeared constrained on every attempt. On the third deployment attempt, the non-coronary cusp (ncc) depth was 0 mm and the left coronary cusp (lcc) depth was approximately 7 mm. It was determined to deploy the valve however when the wire was pulled back in preparation of deployment, it was noted that the valve dove to a depth of 5 mm on the lcc. The valve was recaptured and removed. A non-medtronic valve was implanted. No adverse patient effects were reported.